Event description:
It was reported that the patient was "feeling woozy". It was also reported that the physician believes that there is a header/connector issue with the implantable cardiac defibrillator (ICD). It was noted that the physician thinks it was oversensing at the connections and that the leads specifications are all good. It was later reported by the patient that the patient's ICD was "defective". The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.